Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self test for three tests performed on an unknown date. This MFR. Report addresses test three (3) of three (3). Pcr confirmatory testing was performed a week later at the doctor's office on (B)(6) 2024 which generated a positive result. The consumer stated that the patient had covid. The consumer was symptomatic (cough and sore throat.) And is feeling fine now. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI :(B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218161 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 218161, test base part number 195-430wjr / lot 215602. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218161 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
D4 UDI :(B)(6). Date of event provided in section b3 is an approximation, was not provided by consumer. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self test for three tests performed on an unknown date. This MFR. Report addresses test three (3) of three (3). Additional testing was performed at the doctor office on (B)(6) 2024 which generated a positive result. The consumer stated that the patient had covid. No additional patient information, including treatment and outcome, was provided.